Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
E1: address was not located, and il was used. H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero pressure rated extension set had leakage. The following information was provided by the initial reporter: leaking at extension set and connector. It leaked blood everywhere. The connector just would not get tight enough to prevent the leaking.